Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead had a rising threshold. Noise/oversensing was noted on stored episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked for ventricular fibrillation (vf) therapy after the implantable cardioverter defibrillator (ICD) detected atrial fibrillation (af) with rapid ventricular response (rvr). The device was reprogrammed and remains in use. It was further reported that the right atrial (ra) lead had high impedance with undersensing and oversensing issues. The lead is being considered for extraction, although there is nothing scheduled. The physician will reassess the lead once the device goes into recommended replacement time (rrt). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead had high increasing impedance. The patient was informed about the ra lead issue and was advised to have it replaced; however, the patient was adamant against replacing the lead. The physician elected to leave the lead in use with no intervention performed.